Event description:
It was reported that the patient was admitted to the emergency room (ER) with syncope. The patient had a low bradycardic pacing rate. The clinician suspected abnormal implantable cardioverter defibrillator (ICD) function with mode switching prior to detection. The ICD remains in use. It was further reported that the right atrial (ra) lead has undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 638rl28 heart ring, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.